Event description:
It was reported, that the patient presented remotely via merlin.net. Review of transmission revealed, that the right ventricular (rv) lead was dislodged and was exhibiting far p oversensing. Which, resulted in inappropriate anti-tachycardia pacing (atp). The rv lead was explanted. And new rv lead was implanted. There were no patient consequences.